Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the erbe involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the issue. The technician found that there was a c-34 error displayed during boot up.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the issue and replaced the erbe. After replacement, the system passed all tests. The system was tested and verified as ready for use. Isi has received the erbe for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) exhibited an issue during the procedure and it was replaced by the fse after reproducing the issue. The surgeon was able to continue with the procedure robotically with same esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were getting c-34 errors when using the monopolar energy. The bipolar energy seemed to be functioning normally. They had already tried to power cycle the integrated electrosurgical unit (iesu) erbe generator and they were getting c-34 errors when the erbe powered on. The tse suggested to try power cycling the erbe one more time and to disconnect all cables from the front of the generator. They were still getting c-34 errors when the erbe powered on with no cables connected to the front of the erbe. They were going to continue on with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: it was confirmed that this event occurred during an umbilical hernia ipom procedure on (B)(6) 2022. It was clarified that the customer only had coagulation (coag) function on the erbe and no cut function. They proceeded with the procedure with the same erbe using only the coag function to complete the procedure robotically. There was no patient injury due to the issue. No images or patient demographics available.